Event description:
In 2006, a physician attempted an arteriotomy closure after an interventional procedure. The first perclose ak did not achieve hemostasis and the physician attempted to use a second perclose ak device. The second dvice did not work, and hemostasis was achieved with compression. It was discovered by the sales representative and confirmed by the testing and investigation lab that one of the feet on the second device was broken off. The piece was not located. There was no patient injury.

Manufacturer narrative:
The results of the visual evaluation of the returned device were inconclusive as not all pieces were returned. Based on available information, device malfunction could not be identified and cause of foot break is undetermined. The manufacturing records for this lot have been reviewed and no issues or discrepancies were found to be associated with this event.